Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 200 ohms. Additional information was received that the cause was not determined. Surgical intervention was performed. This rv lead was surgically abandoned and successfully replaced. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.